Event description:
The hcp reported the patient was experiencing nausea, vomiting, and diarrhea for a period of seven days. The patient was receiving compounded baclofen via the intrathecal pump. The patient was seen in the pain clinic in 2006, and was advised to seek treatment from urgent care or primary care physician to determine the cause of the symptoms. The patient did not follow up with either of these suggestions. No patient treatment or device troubleshooting was performed. The patient outcome was not reported.